Event description:
In late 2008, the patient reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod and 200 units of insulin spilled into the cartridge chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient was advised to switch to an alternative insulin therapy. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.